Event description:
It was reported that the patient presented remotely via merlin net it was noted that inappropriate auto mode switching (ams) and intermittent far field r wave oversensing resulting from bigeminal premature ventricular contractions (pvcs) were observed following the biventricular pacing. Continued monitoring since the rhythm was atypical or programming changes were recommended. There were no reported patient symptoms or consequences.

Event description:
New information received notes programming changes were made to address oversensing and auto mode switching (ams). No re-occurrence was observed. A remote check on (B)(6) 2025 was normal. The patient was stable.